Event description:
The following was reported to davol by the pt: (B)(6) 2004 - pt was implanted with bard composix kugel hernia patch. Ni/ni/ni - patient was diagnosed with recurrence. On (B)(6) 2009 - patient underwent explant of the bard composix kugel hernia patch. The pt alleges recurrence and additional surgery.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. No specific device failure has been alleged and medical records have not been provided. We have contacted the pt and requested additional medical information/records. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. The pt has alleged that he developed and was treated for recurrence, which is a known possible adverse event listed in the IFU. Additionally, no sample has been returned for evaluation. This MDR includes all pt, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.